Event description:
It was reported that the implantable pulse generator (ipg) was pacing at a rate higher than the programmed pacing and it made the patient feel not "good". The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.